Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) could not enter the standby boot mode. The unit was not in use and there was no patient involvement.

Manufacturer narrative:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) could not enter the standby boot mode the unit was not in use and there was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the front end pcb. Fse stated that the aortic balloon counterpulsation started normally and worked normally. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. This part was received with a reported unit failure message of system could not accessed after unit boot up. Performed visual inspection of this part received and part looks to be in good condition. Installed the pcb, front end, rohs into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of system could not accessed after unit boot up. The pcb, front end, rohs failed testing. Retaining the board in the fat dept, as per 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing department received the spv front end board. This part was received with a reported unit failure message of system could not accessed after unit boot up. Performed visual inspection of this part received and part looks to be in good condition. Installed the pcb, front end, rohs into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of system could not be accessed after unit boot up. The pcb, front end, rohs failed testing. Retaining the board in the fat dept. As per 0002-07-d008 rev ak. The failure analysis and testing dept. Received pcb, front end, rohs spv board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier verified the failure of the iabp could not be accessed after boot up. The supplier found component c279 was shorted internally leading to a short circuit between the power supply vcc_bulk and ground. The board was retested and the board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs spv into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.